Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, failure to find a suitable position after repeated attempts occurred. The ipl was removed. The procedure was completed with a different lead. No patient complications have been reported as a result of this event.